Event description:
It was reported that right hip revision surgery was performed.

Event description:
It was reported that right hip revision surgery was performed due to joint fluid, elevated test results, soft tissue reaction consistent with brownish-greenish color and chromium deposits.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It cannot be determined to what extent the patients fall had on her pain and clinical status. The reported pain, increase in metal levels and intraoperative findings of milky looking fluid as well as brownish/greenish debris are findings consistent with metallosis; however, without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: patient identifier, age , description of event or problem, brand name, device identification, medical products & therapy dates and device manufacture date.